Event description:
It was reported that during the procedure in the moderately tortuous/calcified distal right coronary artery, a 2.5x18 rx xience v stent was deployed. After deployment of the stent, a dissection was noted at the proximal edge of the stent. A 2.75x12 xience v stent was deployed to cover the dissection. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Dissection is listed in the xience v everolimus eluting coronary stent system instructions for use as a known adverse event. Based on the information reviewed, there is no indication of a product deficiency.